Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk. Unable to perform the a21 error test, prime test, excessive no delivery test and occlusion test due to motor error. The insulin pump was received with normal operating currents and passed self-test and off no power test. The motor was tested outside of the device and passed. Unable to verify e70 alarm in the alarm history due to history file overwritten with a47 alarms due to a corrupted history file. No moisture damage was found on the electronics, motor, keypad, battery tube and vibrator assembly noted. The insulin pump passed the displacement test. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm during basal delivery and a motor position encoder error alarm. The customer's blood glucose was 221 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.